Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Device history record (DHR) for the device reviewed. The associated device was released based on company's acceptance criteria. (B)(4).

Event description:
A doctor reported epithelial bleb was noted on the left eye after placing cone on the cornea. Surgeon decided to postpone the operation on that eye for one week to follow up on epithelium. Left eye procedure was completed approximately one week later.

Manufacturer narrative:
The reported treatment could not be identified in the logfile. Logfile review for the reported event day showed two treatments were canceled on that day. One of them was for the left eye that could be related to reported treatment. Logfile review showed the treatment was canceled without any problem of the system. Logfile review showed all laser system functions were within specifications during treatments at this day and no abnormalities that could have contributed to reported event. No technical root cause was identified as the system was operating within specifications. The root cause could not be determined conclusively. The possible root cause could be cornea condition of the patient. The manufacturer internal reference number is: (B)(4).